Event description:
It has been reported to philips that flexvision pc did not start up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that flex vision does not work. After reviewing log file fse found failed to initialize all grabber cards. Upon some functional test fse found that the flex vision does not start correctly due to the failed to initialize all grabber cards and found that the power supply was broken. The cause of the flex vision pc defect confirmed by the supplier's part analysis. The fse replaced the flex vision pc and power supply. After replacing flex vision pc and power supply, the system was returned to use in good working. The codes were updated based on the investigation outcome.